Event description:
Pt with diagnosis of pelvic pain prior to event, had foley catheter insertion. The foley catheter was tested at insertion and then inserted without difficulty. The balloon inflated per procedure with 10cc ns without incident. The foley catheter was noted to be outside of the pt with the balloon split. All materials were intact. The md was present and aware. Another foley catheter was tested and inserted without incident. There were no adverse effects or outcomes. A written report will be sent to the MFR (kendall) and the foley catheter will be sent to them upon receipt of a signed release form. A voluntary FDA report has been completed and a report has been sent to ecri user experience network. A copy of these reports will also be sent to the MFR.